Event description:
Caller reported a malfunction on the pump, with a specific malfunction code displayed as malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, and their level did not exceed 500 mg/dl as confirmed. To resolve the issue, technical support arranged for a pump replacement and advised that the customer would receive a pump with updated software. The caller understood the instructions and agreed to return the malfunctioning pump using a provided return box and pre-paid label within 10 days. Additionally, they were guided on how to put the pump into storage mode before returning it. The customer¿s insulin delivery was ensured by switching to mdi as a backup therapy.